Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('abscess') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed in 2015. At the time of the report, the pelvic abscess and oophorectomy outcome was unknown. The reporter considered oophorectomy and pelvic abscess to be related to essure. The reporter commented: essure removal date provided as (B)(6) 2015 as reported. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Event medical device removal replaced with event pelvic abscess and new event oophorectomy added. Added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('abscess') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed in 2015. At the time of the report, the pelvic abscess and oophorectomy outcome was unknown. The reporter considered oophorectomy and pelvic abscess to be related to essure. The reporter commented: essure removal date provided as 01jan2015-as reported . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('abscess') and haemorrhagic ovarian cyst ('left ovary multiple cystic follicles, some with hemorrhage') in a 33-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included heavy periods, dysmenorrhea, paratubal cyst, cervical intraepithelial neoplasia ii and parakeratosis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required) and haemorrhagic ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (left oophorectomy and total laparoscopic hysterosalpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic abscess and haemorrhagic ovarian cyst outcome was unknown. The reporter considered haemorrhagic ovarian cyst and pelvic abscess to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: procedure: total laparoscopic hysterosalpingectomy, left salpingo-oophorectomy, cystoscopy, abdominal lysis of adhesions specimen: uterus, cervix, bilateral fallopian tubes and left ovary gross description: approximately 2.5-cm long piece of coiled metal consistent with an essure contraceptive device is present within the lumen of the fallopian tube at the proximal end. The essure device extends approximately 0.3 cm into the right cornu an approximately 2.5-cm long piece of coiled metal consistent with an essure contraceptive device is identified within the lumen of the proximal end of the tube. It extends approximately 0.7 cm into the left cornu microscopic description: cervix shows high-grade squamous intraepithelial lesion (entire cervix submitted for histologic examination) and extensive parakeratosis. Endometrium is proliferative and myometrium histologically unremarkable. The right fallopian tube shows paratubal cysts, cystic walthard nests, and an adrenal rest. Left ovary shows multiple cystic follicles, some with hemorrhage. Left fallopian tube shows paratubal cysts and cystic walthard nests. Final diagnoses: uterus, cervix, bilateral fallopian tubes and left ovary after total laparoscopic hysterosalpingectomy, left salpingo-oophorectomy, cystoscopy, abdominal lysis of adhesions: - cervix with focal high-grade squamous intraepitheliallesion (cin2, moderate dysplasia) and parakeratosis, - proliferative pattern endometrium with biopsy-site changes. - histologically unremarkable myometrium. - right fallopian tube with adrenal rest, paratubal cysts, and cystic walthard nests. - ovary with cystic follicles. - left fallopian tube with paratubal cysts and cystic walthard nests. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received: reporter was added, no new clinically significant information were added.fu marked signification due harmonization of imdrf/FDA codes error. On 18-mar-2021: pathology report of (B)(6) 2016 was provided. Event oophorectomy was specified to underlying disease: hemorrhagic ovarian cyst. Addition to medical history: adnexa uteri cyst, cervical dysplasia, parakeratosis, dysmenorrhoea, menorrhagia based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2015). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: essure removal date provided as (B)(6) 2015 as reported. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.